Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a low-rate alarm that occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was a low-rate alarm that occurred. The remote service engineer (rse) performed a troubleshoot with the customer. The reported issue was unable to be confirmed. The reported issue was unable to be confirmed. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.